Manufacturer narrative:
Additional information was provided by the customer. The patient was a (B)(6). The customer provided very little information, a definitive root cause could not be determined. The customer did provide the alarm trace and an abnormal aspiration alarm occurred on the analyzer on the day of this event.

Event description:
The customer alleged they received questionable c-reactive protein gen.3 (crp) and total bilirubin (tbil) results for one patient on their c501 analyzer. The patient's initial crp result was 2.0 mg/l and it was reported outside the laboratory. The patient's initial tbil result was 0.3 umol/l and it was reported outside the laboratory as <2 umol/l by the customer's psm. The initial results were questioned by the clinician as they did not match the patient's previous results. On (B)(6) 2012, the same sample in the same tube was repeated. The repeat crp result was 215 mg/l. The repeat tbil result was 25 umol/l. No actions were taken based on the initial results and there were no consequences to the patient. The customer checked the sample a few days after the repeat testing and noticed a clot in the gel and a clot in the sample. The crp and tbil reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
This event occured in the (B)(6).